Event description:
A malfunction was reported by the customer, involving a repeated error code 16-0x20e6 in the pump. The reported blood glucose level was 100 mg/dl, which is within the normal range. The pump was reset multiple times but continued to show the malfunction error. Customer reverted to manual injections for insulin therapy.